Manufacturer narrative:
The customer¿s report that the secondary tubing was found cracked and leaked was confirmed. Visual inspection found a v-shaped slice/cut on the tubing 6 inches above the male luer that allowed fluid to leak. The cut extended almost completely across the tubing. No other anomalies or tools marks were observed throughout the set. Functional testing could not be performed due to the cut in the tubing. The root cause of the cut tubing could not be determined.

Event description:
It was reported that the secondary tubing was found cracked six inches above male luer lock and the antibiotic meropenem 500mg in 50ml 0.9% sodium chloride spilled during infusion. The event occurred at leukemia/bone marrow transplant (bmt) unit. There was no consequence or impact to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the secondary tubing was found cracked six inches above male luer lock and the antibiotic meropenem 500 mg in 50 ml 0.9% sodium chloride spilled during infusion. The event occurred at leukemia/bone marrow transplant (bmt) unit. There was no consequence or impact to the patient.